Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant glucose (glucm) results frequently generated by unicel dxc 800 pro synchron clinical system. The results were not reported out of the laboratory. The duplicate results do not match within the lab's 10% criteria. When the duplicate results do not match, sample is run on another instrument prior to reporting results. There was no effect to the patients or to the user.

Manufacturer narrative:
The customer has not reported any calibration or qc issues. Service was dispatched but did not find any hardware or alignment problems. A definitive root cause has not been determined for this event.